Manufacturer narrative:
No problems were noted with calibration or qc prior to the event. The customer replaced the electrode the week prior to the event with no problems noted. The root cause is unknown to date for this event.

Event description:
A customer contacted beckman coulter inc., (bci) in regards to obtaining one (1) erroneously low glucose (glucm) result which was noticed when running in duplicate mode, generated by the unicel dxc 800 pro synchron chemistry analyzer. The original result yielded 128 mg/dl and followed by a rerun of 179 mg/dl. Another rerun was performed on an alternate instrument and yielded a result of 183 mg/dl, which was reported out of the laboratory. The erroneous result was not reported out of the laboratory. Patient treatment was not affected in regard to this event as the customer runs all glucose samples in duplicate mode and verifies the results prior to reporting.